Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 3.50x12 synergy stent was advanced in a guide catheter. The physician felt resistance and removed the device. The balloon edges (proximal and distal) appeared larger than what they were supposed to be and weren't tightly crimped or wrapped, it appeared to be almost pre-dilated. The physician stated that the stent looked damaged. Another 3.5x12 synergy mr was used to complete the procedure. There were no patient injury reported and the patient's condition was stable.

Event description:
It was reported that stent damage occurred. A 3.50x12 synergy stent was advanced in a guide catheter. The physician felt resistance and removed the device. The balloon edges (proximal and distal) appeared larger than what they were supposed to be and weren't tightly crimped or wrapped, it appeared to be almost pre-dilated. The physician stated that the stent looked damaged. Another 3.5x12 synergy mr was used to complete the procedure. There were no patient injury reported and the patient's condition was stable. Synergy ii us mr 3.50 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage on the first stent strut row, stent struts were pushed and lifted. The undamaged distal section stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and both the distal end and proximal end were bunched. The bunching was most likely due to the excessive force that could have been applied during advancing attempts. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal ends of the tip. A visual and tactile examination of the hypotube found a hypotube kink 380 mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.